Event description:
The duett sealing device was deployed following an interventional procedure via 7 fr sheath in the right common femoral artery. During deployment resistance was noted during the delivery of the procoagulant. Following the deployment, a small hematoma was discovered and treatment consisted of compression using a c-clamp. During treatment it was reported the patient experienced a vagal response, however, the treatment was successful and no further complications were reported.